Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. The actual device was not available; however, a photograph of the sample was provided for evaluation. During the visual inspection of the provided video, an external fluid leakage at the connection header/housing was visible. The reported failure was confirmed. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with polyflux 14l apac, an external fluid leakage at the cap of cartridge was observed. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.